Manufacturer narrative:
Sesor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was de-cased and no issues were observed upon visual inspection of the pcba (printed circuit board assembly). The returned battery was measured to be within specification. Observed the sensor having an issues communicating with the evaluation module (evm) after de-casing. An extended visual inspection was also performed on the returned de-cased sensor and observed that the antanna on the pcba was damaged during the de-casing process; and it was nable to be re-soldered/repaired due to the solder pads coming away from the pcba. Adc is unable to perform further testing at this time due to damage during de-casing. Therefore this issue is unable to test. All pertinent information available to abbott diabetes care has been submitted. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device.

Event description:
A customer reported a high reading issue with the adc device. The customer obtained an unspecified high sensor scan compared to a competitor brand meter. The customer experienced symptoms of hypoglycemia including dizziness, nausea, and loss of consciousness, however, no third-party intervention was reported. No additional details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for g4 as it is unknown if the user was using android, ios, or a reader with a fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the adc device. The customer obtained an unspecified high sensor scan compared to a competitor brand meter. The customer experienced symptoms of hypoglycemia including dizziness, nausea, and loss of consciousness, however, no third-party intervention was reported. No additional details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issue was observed. Data was downloaded successfully, sensor state 6 with event log 7 is an indication that the patch was terminated without any error. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. Watermark was observed at the base of the tail indicating the sensor being properly inserted. De-cased the returned sensor and performed visual inspection of the printed circuit board assembly (pcba), no issues were observed. The returned battery has been measured and results were within specification. Sensor does not communicate with the evaluation module (evm). Damage to the antenna was observed. Extended investigation and visual inspection has been performed on the returned de-cased sensor and no issues were observed. Visual inspection has been performed on the pcba and observed the antenna had been damaged due to de-casing and is unable to be re-soldered or repaired due to the solder pads coming away from the pcba. Therefore, this issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) and d15 cause not established was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the adc device. The customer obtained an unspecified high sensor scan compared to a competitor brand meter. The customer experienced symptoms of hypoglycemia including dizziness, nausea, and loss of consciousness, however, no third-party intervention was reported. No additional details were provided. There was no report of death or permanent injury associated with this event.